Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: when the use of the extension pipe connection leakage. Received the update from the sales representative, the event description is updated as follows: on (B)(6) 2023, the patient needed infusion due to emergency treatment. During the use, the operator found that the product was leaking and could not continue to use, which affected the diagnosis and treatment work and did not cause harm to the patient. The department immediately stopped using the product, replaced the infusion needle, and notified relevant departments to deal with it.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: when the use of the extension pipe connection leakage. Received the update from the sales representative, the event description is updated as follows: on (B)(6). 2023, the patient needed infusion due to emergency treatment. During the use, the operator found that the product was leaking and could not continue to use, which affected the diagnosis and treatment work and did not cause harm to the patient. The department immediately stopped using the product, replaced the infusion needle, and notified relevant departments to deal with it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6), 2023 h6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one sealed q-syte unit from lot number 1293672. The photo displays a used q-syte device. A gross visual inspection of the returned unit does not identify any damage. The unit was functionally tested for leakage using an iso luer lok syringe and the returned extension set. The unit did not leak in either test. The unit was inspected for column tears and no tears were identified. Finally, the unit was dissected to verify there was no damage to the septum. No damage was found. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report for the physical sample investigation. The photo shows a used q-syte device connected to an extension set. The q-syte unit is being flushed and pressurized by the user by covering the male luer with their finger. A bead of liquid can be seen forming at the connection between the extension set and the female luer. However, the photo does not provide enough detail to determine what is causing the leak. Leakage at the observed location may be caused by a multitude of factors including damage to the septum, separation of the septum from the top body, improper connection, or damage to the extension set. Without the physical sample the root cause cannot be further narrowed down. Your reported issue of leakage was confirmed from reviewing the photograph. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment.